Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact av balloon to treat plaque lesion in patients left center avf anastomotic region. Moderate tortuosity and mild calcification was reported. Blood vessel diameter reported as 5mm and lesion diameter reported as 40mm. The balloon was inflated using a syringe. It was reported a vertical balloon burst occurred and the balloon was gradually expanded to nominal pressure. After the ruptured product was retrieved, expansion was performed using a product of the same size, and the procedure was successfully completed. No patient injury reported. Only one prior inflation was applied, it is unknown at what pressure the balloon burst. The balloon did not fragment and was removed, with no vessel injury reported.